Event description:
It was reported that the patient presented for an implant procedure, during which a high pacing impedance was observed in the right ventricular (rv) lead. This was suspected to be due to a disconnection at the proximal end of the rv lead. Consequently, this rv lead was not utilized. The physician proceeded with an alternative rv lead and successfully completed the procedure without any adverse effects on the patient.